Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false downstream occlusion' which were verified through a review of the event history log by the presence of 'downstream occlusion!' Messages but was not evaluated due to 'reload set' alarm occurring upon loading the set. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion but would not 'auto run' after occlusion was cleared, it kept saying downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.